Manufacturer narrative:
The product is available but has not been received as of the initial report. Additional information will be submitted within 30 days of receipt. This product is distributed outside the united states. However, it is similar to us distributed pta dilitation catheters.

Event description:
While inserting a cypher 2.5 x 23mm into the guiding catheter, the physician felt friction within the guiding catheter. Nevertheless, the unit was delivered. However, when the cypher exited the guiding catheter, it became stuck. The physician retrieved the cypher and confirmed the proximal edge of the stent to be flared. There was no reported patient injury. The patient's age is unk, but was a male. The target lesion was the distal right coronary artery. The lesion was a de novo. The vessel was neither calcified nor tortuous. There was 75% stenosis.